Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-15655 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 the two infusion set cannula was kinked and patient faces symptoms within 3 or more hours after insertion and infusion set is used for 4 hours. The site of insertion is abdomen. The blood glucose level 250 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.